Event description:
The manufacturer received information alleging a ventilator's power button failed to respond when pressed. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue.